Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
Facility representative and sales person reported that during an intraocular lens (iol) implant procedure, there was a defective lens that became stuck in the incision. There was no harm reported. Another lens was implanted instead. Additional information was requested.